Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 506 to 533 mg/dl. Customer reported that the insulin pump did not alarm for their high blood glucose. Customer reported that they had a fall and may have damaged the pump. Customer took a manual injection of 20 units of insulin to treat high blood glucose. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Replacement product is being sent.